Event description:
Healthcare professional reported left side ¿fluid collection¿ and ¿exchange from textured to smooth due to product concern". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: ¿fluid collection¿.

Event description:
Healthcare professional reported left side ¿fluid collection¿ and ¿exchange from textured to smooth due to product concern". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted.